Event description:
It was reported that there was pacing above the lower rate when the device was programmed to vvi40 while the patient was undergoing radio frequency (rf) ablation of the atrioventricular (av) node. It was explained that noise reversion can occur in the presence of continuous noise and if an r-wave lands in the refractory period there can be a ventricular pace shortly thereafter making it look like pacing at a rate faster than the lower rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).